Manufacturer narrative:
Citation: nenna, a., md et al. Transcatheter technologies for valvular replacement: an update. Surgical technology international. (2018) jun 1;32:190-199. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the basic principles of transcatheter aortic valve replacement to treat severe aortic stenosis. All data were collected from multiple clinical studies and articles published 1990 and 2016. Serial numbers and patient demographics were not provided. Among all patients, adverse events included: thrombus with subsequent increased gradient measurements, left bundle branch block (lbbb), valve migration that resulted in stenosis of the coronary ostia, left ventricle and aortic annulus rupture. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.